Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead was replaced during a routine device change out. At the procedure, the lead was observed with high threshold measurements. Replacement was with another boston scientific lead of different model type and is not expected to be returned as the product was surgically abandoned due to adhered cardiac tissue. No resulting adverse patient effects were reported.